Manufacturer narrative:
We received one used catheter as a faulty sample. It was visible that the catheter tube was shortened at the 7 cm marking. The attempt to flush the catheter with water was unsuccessful, likely due to dried solution residues visible in the transparent extension line. Initially, a microscopic examination of the area near the wing did not reveal any tear. However, upon slightly bending the catheter tube, a tear became visible inside the catheter tube, directly at the wing. A very uneven fracture surface and stress whitening became visible upon further bending, indicating that excessive tensile force had been applied. This excessive tensile force may have been applied during catheter withdrawal, as described by the customer: 'writer attempted to pull line back to 1.5 cm.' Furthermore, the customer used alcohol-based disinfection ("chlorhexidine gluconate 2% w/v and 70% v/v isopropyl alcohol "), but regarding this, the IFU states: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." In addition, a manufacturing fault can be excluded as each catheter is flow and leak-tested during production and the catheter did not leak for three (3) days as stated by the customer. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A two-year review of vygon USA's complaint data, covering the period from march 1, 2023, to march 31, 2025, indicates that one additional complaint were recorded for lot 24d008d related to leaking catheters. Corrective action: as the catheter worked well for 3 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Describe event or problem writer was asked to go to 5b to perform a 48hr PICC dressing change on patient around 2300. Writer brought another lmg member to assist with dressing change. Upon removal of dressing (which had gauze over site) external length was noted to be 0.25cm and not the expected 1.5cm. Writer attempted to pull line back to 1.5cm however line continued to be retracted internally in to <1cm. Once writer was able to get line to an external length of 1cm new dressing applied and writer informed bedside rn of new external length. Around 0045 writer notified by 5b csn that line appeared to be leaking. Writer went back to 5b with second lmg rn and removed dressing. PICC noted to be completely retracted into patient to the butterfly writer pulled line back to external length of 1cm and second lmg rn flushed PICC. With flush, PICC noted to be cracked and leaking at the connection between the butterfly and the internal portion of the line. Writer removed PICC line and placed pressure dressing over site. 5b team to obtain peripheral access. No harm to infant as piv sited without complication. No significant delay in restoring IV fluid maintenance. Infants continue to be managed for their underlying diagnosis with peripheral access. No harm deemed from event.

Manufacturer narrative:
The failed device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
· Writer was asked to go to 5b to perform a 48hr PICC dressing change on patient around 2300. · writer brought another lmg member to assist with dressing change. · upon removal of dressing (which had gauze over site) external length was noted to be 0.25cm and not the expected 1.5cm. · writer attempted to pull line back to 1.5cm however line continued to be retracted internally in to <1cm. · once writer was able to get line to an external length of ~1cm new dressing applied and writer informed bedside rn of new external length. · around 0045 writer notified by 5b csn that line appeared to be leaking. · writer went back to 5b with second lmg rn and removed dressing. · PICC noted to be completely retracted into patient to the butterfly · writer pulled line back to external length of 1cm and second lmg rn flushed PICC. · with flush, PICC noted to be cracked and leaking at the connection between the butterfly and the internal portion of the line. · writer removed PICC line and placed pressure dressing over site. · 5b team to obtain peripheral access. No harm to infant as piv sited without complication. No significant delay in restoring IV fluid maintenance. Infants continue to be managed for their underlying diagnosis with peripheral access. No harm deemed from event.